Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. As per service manual, operational and diagnostic analysis confirmed reported issue of the missing screw. Device disassembled and decontaminated as per the service manual during the initial evaluation. Performed repair as identified in the investigation to address the reported issue or the additional issue by replacing the locking head. Performed decontamination of spare parts per the service manual prior to placement into the device. Performed replacement of internal seals and valve screws as per the service manual. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for this failure is undetermined. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during anterior cruciate ligament surgical procedure, it was observed that the micro tornado hp w handcontrol device was missing a screw. During in-house engineering evaluation, it was determined that there was locking head, internal seals and valve screws needed replacements. The case was completed using similar device with a two minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.